Event description:
It was reported that an ilet bionic pancreas sustained physical damage when it was dropped, resulting in a nonfunctional screen while glucose remained stable and the pump continued to deliver therapy; the device had been synced prior to shutdown and the user reported no injuries, no alarms, and no usability issues aside from the screen. Symptoms included none. Outcomes included no medical intervention or hospitalization and continued glucose monitoring via dexcom app or receiver. Investigation included review of user report, device history, and preparation for device return and evaluation. Investigation of this case revealed external damage to the display component with preserved pumping function. It was concluded that user-induced physical damage to the screen occurred and that a replacement device is indicated, with data not transferable and a full startup required on the replacement. Users were instructed on shutting down the device to prevent further alerts, to sync data to the mobile app prior to return, and to return the current pump using the provided shipping label within one week; billing and shipping details were to be verified and delivery timelines communicated based on shipment date.